Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that an infection developed at an unknown location. Surgical intervention was undertaken on an unknown date in (B)(6) 2023 in which the patient's system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Additional information was received indicating that the infection was located at the ipg site. The patient was hospitalized, intravenous antibiotics were administered, and the patient's system was explanted on (B)(6) 2023 to address the issue.